Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded software and tested system for proper operation. System performed as intended.

Event description:
It was reported that the 9900 system displayed a mask from the previous cine rune overlayed on the following cine run. The customer also reported problems with intermittent boot. No patient injury was reported.